Event description:
The following information was received through the FDA's medwatch program via medwatch report # mw5182066: a lead extraction procedure commenced to remove an ra [right atrium] and an rv [right ventrical] lead due to bacteremia. Lld ez lead locking devices were inserted into each lead to provide traction. Beginning with a spectranetics tightrail sub-c on both leads, progress was made just before the svc [superior vena cava]. Then, the leads were prepped with cook medical needle's eye snare and switched to a cook medical evolution and snare, the ra lead was snared and removed. After removal, a large growing effusion was noted, and a sternotomy was performed. An svc / ra junction perforation was discovered and repaired, and the remainder of the rv lead was removed post sternotomy. The patient survived the procedure. There was no allegation of a malfunction of the cook devices.

Manufacturer narrative:
This event was submitted through the FDA medwatch program (mw5182066) and the reporter requested to remain confidential. The specific model number and lot number of the cook medical evolution were not provided. The applicable model number cannot be determined since there is more than one model. The device was not returned for evaluation; therefore, a physical investigation could not be performed, and the device history record (DHR) could not be viewed. The customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. Per complaint information, it was stated that the reported effusion was discovered and then sternotomy was performed, which is when the svc / ra junction perforation was discovered and repaired. This occurred when the cook medical evolution and snare were being used and the lead was removed. However, there was no information provided to indicate that a malfunction of the device occurred. The medical device problem code on mw5182066 was selected as "adverse event without identified device or use problem". The FDA's MDR team was contacted in an attempt to obtain additional information, specifically the catalog number, lot number, and date of the event. No response has been received to-date. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. Per the device's instructions for use: "have available an extensive collection of sheaths, locking stylets, stylets to unscrew active fixation leads, snares, and accessory equipment.", "if excessive scar tissue or calcification prevents safe advancement of sheath(s), consider an alternate approach.", "due to rapidly evolving catheter/lead technology, this device may not be suitable for the removal of all types of catheters/leads. If there are questions or concerns regarding compatibility of this device with particular catheters/leads, contact the catheter/lead manufacturer.", warnings: "when using sheaths, do not insert sheaths over more than one lead at a time. Severe vessel damage, including venous wall laceration requiring surgical repair, may occur.", "establish back up pacing as necessary.", "when advancing sheaths including the evolution or evolution rl controlled-rotation dilator sheath set, use proper sheath technique and maintain adequate tension on the catheter/lead (via a locking stylet or directly) to avoid damage to vessel walls.", "excessive force with sheaths, including the evolution or evolution rl controlled-rotation dilator sheath set used intravascularly may result in damage to the vascular system requiring surgical repair.", "potential adverse events related to the procedure of intravascular extraction of catheters/leads include (listed in order of increasing potential effect): dislodging or damaging nontargeted catheter/lead, chest wall hematoma, thrombosis, arrhythmias, acute bacteremia, acute hypotension, pneumothorax, stroke, migrating fragment from catheter/object, pulmonary embolism, laceration or tearing of vascular structures or the myocardium, hemopericardium/pericardial effusion, cardiac tamponade, hemothorax, cardiac arrest, death." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to, or is likely to cause or contribute to, a death or serious injury if a malfunction occurred.